Event description:
The user facility reported that the physician began deploying the involved angio-seal device as normal however experienced a dilator connection issue. Pressure was held. Estimated blood loss was less than 250 ccs. The event occurred intra-operative. Medical/surgical intervention was required.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was recevied on 28 feb 2024: the procedure performed was a standard angio groin access using a 6fr sheath. Once the angio-seal failed manual pressure was held. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. The molded puncture locator drawings for 6fr and 8fr along with the hemostasis cap drawings were reviewed. Since the molded puncture locator drawings for the features used for connection are the same for both sizes, the tolerance analysis was done to the 8fr drawing. Molded puncture locator drawing, and the hemostasis cap drawing, were used to perform the tolerance analysis on the features related to the connection between the two components. It was found that the snap interference goes to zero at the least material condition and has a very large interference of 0.010" at the maximum material condition. At the minimum material condition there would be a slip fit and at the maximum material condition the part connection can be impaired. The tmc molding process for the cap removed the high degree of core shift which resulted in a component with a more concentric edge at the parting line. It also seems that due to the new tooling at the edge of the offset was sharper, and that could lead to connection issues. The failure was attempted to be recreated with unused product and similar connection issue and locator mating feature geometry was confirmed under microscope. The complaint was able to be confirmed for a sheath and locator connection issue with likely root cause stemming from the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and corrective and preventative action (CAPA) have been noted for this issue in the past 12 months.